Event description:
It was reported via repair work order that footboard had intermittent power due to loose footboard connector pins between footboard and main cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that footboard had intermittent power due to loose footboard connector pins between footboard and main cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch MFR report # 0001831750-2013-03956.